Event description:
It was reported that the 9800 system had a low ma error during a case. Also the printer was cutting off the last image. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The printer was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.